Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery the nim console was not receiving the feedback when stimulating the nerves. The site couldn't able to see the stim feedback on any channel. The stim 1 was set to 2 ma and threshold set to 120 uv. When stimulating, the actual output stayed at 0.00. Electrode check passed. Site swapped probes without change, but noted that both probes had a tough time plugging into the stim return port. No lights illuminated near pi box fuses. Site swapped to stim two with no change. Site then rebooted console and swapped to other pi box and was able to hear feedback. Site noted that they had no issue plugging in probe into stim return on second pi box. There was no patient impact.